Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging identifying lot# 0061629396 was returned with two adapters from another manufacturer attached; one to the distal male luer lock and the other attached to the proximal spike. In addition two photos were provided from the facility for evaluation. All non b braun items were removed prior to testing. The set was tested for leakage per specification with passing results. In addition the luer taper test was performed on all applicable parts also with passing results. In order to replicate the reported defect the adapters were reattached to the b braun set and tested a second time, leakage was noticed at the connection between the distal male luer connector and the other manufacturer's adapter. It should be noted that no defect was detected on any returned b braun product. The photos provided could not definitively confirm the reported defect. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the pump set leaked at the distal end while infusing paclitaxel. No injury reported.